Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 270 mg/dl at the time of incident and treated with manual injection. Customer stated that the insulin pump display was cloudy and hard to see the screen and the act button was sticking. Keypad anomaly troubleshooting was performed and unable to confirm if the time is advancing due to battery has been removed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: pump received with no button response at act button due to unlocked connector on lcd board. No button error alarm during testing. Unable to perform any tests due to button unresponsive. Pump received with cracked reservoir tube lip, missing end cap sticker and minor scratches on display window noted.